Event description:
It was reported by service report that when the battery was placed on the charger, it started to smell like it was burning. The service report notes do not indicate if there was a patient involved or if there were adverse consequences reported.

Manufacturer narrative:
Investigation still underway.